Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the ER complaining of syncope during dialysis. Patient was not pacemaker dependent. The patient had non- sustained rv over sensing due to loss of capture. This was causing the device to double count rv beats. Adjustments were suggested and made. It appeared that device was programmed sub thresholds initial interrogation. The device remains implanted and will be monitored.